Event description:
It was reported that the a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. It was reported that the patient required removal the mesh. No further information was provided. Additional information has been requested.

Manufacturer narrative:
(B)(4) - removal of mesh required. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the initial procedure on (B)(6) 2012 was an open incisional hernia repair from a previous port site procedure. The patient presented with a bulge and pain at the hernia repair site on (B)(6) 2012 and was diagnosed with a recurrent incisional hernia. A reoperation was performed on (B)(6) 2012. A large defect was found in the mesh having completely fallen apart and being separated into multiple pieces. This mesh removed from the wound. Currently the patient is in stable condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.